Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The precautions in the patient manual state "apply the electrodes after the skin has been cleaned and dried. If erythema develops at the electrode sites, the electrodes should be relocated either immediately above or below the original sites. If the reaction does not resolve after 48 hours after relocating the electrodes, the patient should be instructed to consult the prescribing physician." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event, reference 2242816-2016-00004 through 00006 .

Event description:
The patient reported the following: he's having reactions to the electrodes. His skin is getting "hot" under the electrodes and cover patches. He wore the electrodes for two (2) days straight. His skin developed a rash with hives and was oozing. He stated he saw his doctor who only told him to contact zimmer biomet. He stated he will ask his nurse for a cream to use. The patient also advised he had a skin graft procedure.